Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to possible infection. The patient reportedly had a history of (B)(6) infection post removal of dialysis port. There were no additional adverse patient effects reported. The product was explanted.